Event description:
It was reported that during a media scanoscopy with lymph node biopsy procedure, the device was fired three or four times and became stuck on a vessel. There was a delay in the procedure; the exact amount of time is not noted. It was not reported as to how the case was completed. It is not reported as to how the device was removed from tissue. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.